Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was a burning sensation. It was stated for the month prior to report, whenever patient attempted to synch her device with patient programmer, the ins pocket felt hot "hot to touch like I've been charging for the past 3 hours." It was noted this only happened when she attempts to synch her device with patient programmer. It was further noted the saturday prior to report, patient was able to communicate with her programmer, increased but then she increased too much, attempted to turn stimulation down, but unable to. It was further reported the patient felt hot when touched her ins. It was reported the patient had stimulation ¿turned up a little bit too high.¿ it was indicated the patient would have ¿to have her lead wires revised," but there was no information as to when this would occur.